Event description:
User facility medwatch report mw5177603 received that states " the patient reported that he has been suffering with the following symptoms since he had the device. The symptoms are swelling, the valve not closing completely, backflow of blood, producing fluid on heart and feet, shortness of breath, tired all the time and weak. He also stated that the defective heart valve caused other two heart valves to leak. He consulted doctors and they have scheduled the surgery to explant the device on (B)(6) 2025" it was reported that on an unknown date, 2 25mm trifecta gt valve was implanted in the patient. After the implant. The patient had symptoms such as swelling, the valve was not closing completely, back flow of blood, producing fluid on heart and feet, shortness of breath and tried all the time and weak. The patient also stated that the defective valve caused other two valves to leak. The patient consulted the physician and decided to explant the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation was reported. Also reported that after implant the patient had symptoms such as swelling, back flow of blood, producing fluid on heart and feet, shortness of breath and fatigue. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incomplete coaptation could not be conclusively determined. The reported patient effects of back-flow, pulmonary edema, dyspnea and fatigue appear to be cascading effects initiated by incomplete coaptation. However, the exact cause of patient effects could not be determined. The surgical intervention was result of decision to explant the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
User facility medwatch report mw5177603 received that states " the patient reported that he has been suffering with the following symptoms since he had the device. The symptoms are swelling, the valve not closing completely, backflow of blood, producing fluid on heart and feet, shortness of breath, tired all the time and weak. He also stated that the defective heart valve caused other two heart valves to leak. He consulted doctors and they have scheduled the surgery to explant the device on (B)(6) 2025" it was reported that on an unknown date, 2 25mm trifecta gt valve was implanted in the patient. After the implant. The patient had symptoms such as swelling, the valve was not closing completely, back flow of blood, producing fluid on heart and feet, shortness of breath and tried all the time and weak. The patient also stated that the defective valve caused other two valves to leak. The patient consulted the physician and decided to explant the device.